Manufacturer narrative:
(B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports a hole in the neck flange of the endotracheal tube, causing the tube to fall out. Recannulation was required.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and the cracked eyelet in the flange was observed. The failure mode is not confirmed as related to manufacturing process. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports a hole in the neck flange of the endotracheal tube, causing the tube to fall out. Recannulation was required.